Event description:
The product was used during a cesarian procedure. Reportedly, the needle broke. The surgeon retrieved the broken portion without incident. A new suture was used to complete the procedure.